Manufacturer narrative:
D9 - date returned to mfg - 19 nov 2024. Investigation summary: one (1) used. List #unknown, rhophylac csl behring laboratory 200 g/2 ml. However, no ICU medical set was returned for evaluation, gcm analyst confirmed that only the mating device would be returned. As returned a piece of material was stuck in the syringe tip preventing from flow. No additional damage or anomalies were observed. The stuck piece was removed from the syringe, and it was confirmed to be the tip of the ICU device, the ID of the syringe and was confirmed to be smaller than specification. Complaint of no flow / can't prime / difficult to prime can be confirmed, based on the ID of the syringe, the probable cause is attributable to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A DHR lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a pressure set (400 psig) w/clave¿ where the customer reported that there was a problem when injecting rhophylac via the extension with bidirectional valve: after connecting the rhophylac syringe to the extension, it was impossible to push the syringe, the syringe became unusable (blocked). The incident occurred during patient use; the device was connected to the patient's catheter. Harm was not reported as a consequence of this event and there was no blood loss. The patient was stable; there was a small delay in therapy due to the use of a second rhophylac syringe, but the patient received the full dose after using the second syringe. There were no visible signs of problems, malfunctions or damages with the device prior to the incident.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.